Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to diagnostic coronary angiography. Reportedly, when the plunger was removed, no suture was present. The coronary angiography was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss could not be confirmed as the device was returned with both cuffs engaged. In this case, the returned device condition as the fully advanced knot and cut suture end suggests that partial tissue was likely captured such that the suture was pulled out with the device during retraction which can appear to the user that a cuff miss/ suture retrieval issue occurred. Based on the visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances for this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.